Event description:
It was reported the speedstitch suturing device pushed the suture cartridge off when the physician attempted to place the stitch intra-operative. No additional info was provided by the distributor. There were no pt complications reported as a result of this event.

Manufacturer narrative:
Neither the pt or device identifying info was provided. Attempts to obtain additional info from the distributor were unsuccessful.